Manufacturer narrative:
Evaluation: the device was not returned to the manufacturer for evaluation. A review was done of the complaint history, the device history record, specifications and a review of the instructions for use was done. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. A definitive cause can not be established at this time. At this time, the clinical assessment cannot eliminate any possible causes for this event such as product handling, device maintenance/securing, human anatomy, patient mobility/behavior, medical procedure, device failure, or manufacturing related causes. This complaint is confirmed based on the customer's testimony. Based on the provided information a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history, instructions for use (IFU) and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
Additional information received (B)(6) 2018 indicated the date of event and death was (B)(6) 2018. This patient was admitted with respiratory distress. She had copd, pneumonia, and influenza. She developed a pneumothorax after admission. The small chest tube was placed successfully. The following morning, she had worsening of her respiratory distress and subcutaneous emphysema. She was noted to have a recurrent pneumothorax despite the tube being in place. The tube appeared to have a continuous kink at the level of the rib contributing to the demise of the patient. This patient was very thin. They started transferring her to ICU, and during transfer she lost pulses and CPR was initiated. She had a large bore chest tube placed. The initial code was successful, however she continued to deteriorate and died later that day.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history cannot be completed at this time as there was no lot number was provided. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that after a percutaneous chest tube placement which utilized the pneumothorax tray, the chest tube kinked. The patient developed a recurring pneumothorax requiring a new large bore chest tube to be placed. The patient decompensated, coded, and cardiopulmonary resuscitation was initiated, but the patient subsequently expired. The patient was suffering from pneumothorax, acute influenza, and history of chronic obstructive pulmonary disorder (copd) prior to the percutaneous chest tube placement. The tube had been in place overnight. No pathology reports are available. The complaint device or images is reported to be unavailable for evaluation. A fourth request for additional information regarding the patient's expiration has been initiated including the follow questions: please describe the circumstances involved in this death including: date of event date of death did the device cause or contribute to the death? Please describe. Where did on the c-tpty-100 did the chest tube ¿kink¿? Was the ¿kink¿ intermittent or continuous? Treatment of the recurrent pneumothorax included placing a new large bore chest tube, please detail the events leading up to the death and if the placement of the large bore chest tube was able to resolve the recurring pneumothorax? Official cause of death? Is an autopsy report or medical records related to this event available?